Manufacturer narrative:
(B)(4). Batch: r5c56z. Additional information requested but not received: can you please forward on the following questions to the appropriate personnel? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Were any staples visible during the firing sequence (one or more staple lines appear to have staples)? Did the device cut the tissue? If the device did cut the tissue, but did not staple the tissue how was the transected tissue addressed? If any staples were observed did the appear malformed (not deployed into tissue in the proper b-shaped closed position)? Was any unusual resistance felt during the firing sequence of the device? If yes, please explain. Will all three devices be returned for a hands-on product analysis? Once the analysis is complete can we send the results to this email address? Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by that during a laparoscopic appendectomy, the stapler, with blue reload, unknown buttressing material, fired but the staples didn't deploy. The device sounded slower than normal, as well. The device was removed from the patient and a second like stapler was used to complete the procedure. There were no patient consequences reported.